Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon receipt, the belt failed a fall-off test. In addition, the trunk cable connector overmold cover was cracked and ECG c and d cable grommet was pulled from the dn. Upon evaluation, the brown (-5v) wire was open in the trunk cable insulation. The cause for the message and test failure was the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged cable and wire. The patient received a replacement electrode belt.

Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report constant adjust/check belt messages. The patient was issued a replacement electrode belt.